Manufacturer narrative:
Cfn-2015-3679; the reportable device has not been returned for an evaluation by the user facility and is not available for evaluation at this time. In addition, a device lot number is not available. A follow up was sent to the facility for return of the device and any additional information. If the reportable device should become available for examination or any additional information from the user facility, a follow up with additional information will be submitted thereafter with results from any additional investigation.

Event description:
Medical specialties - sharp sales rep reported "I received a call today from (B)(6), indicating that there was patient impact while using ch7952.  My contact, the (B)(4) supervisor, shared with me that they recently replaced their old javid clamps with our ch7952.  It¿s my understanding that the instrument did not malfunction nor break but rather it was ¿too sharp¿ compared to what the dr was used to (which was an old/dull instrument.)  The dr stated he had to re-open the neck and use a bigger patch due to the issue." There was patient impact. Sample available unknown. No actions requested at this time.